Event description:
As reported from fcs, a patient that has a 26 mm sapien 3 ultra valve, implanted for approximately 2 years and 10 months, that now has perivalvular leak (pvl) and is being evaluated for post dilation of the 26 mm sapien 3 ultra valve. Per medical records reviewed, the patient presented with abnormal liver function and liver biopsy showed possible congestive heart failure. Tee showed valve well-seated, mean gradient 17 mmhg. The valve appears underexpanded. There is pvl causing moderate-severe regurgitation, with aortic valve area 2.2 cm2. Cta done showed underexpanded valve. The patient is asymptomatic, with no evidence of hemolysis, denies any shortness of breath; however, treatment of pvl was being considered given concerns for congestive hepatopathy.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that the pvl may have been due to the valve being underexpanded for the landing zone. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.

Manufacturer narrative:
The field clinical specialist sent the proctor review for the patient. The physician advised that the 26 mm sapien is slightly under expanded and has paravalvular leak. The post dilation was performed successfully on (B)(6) 2024.